Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The error history log review found a high alarm displayed and cassette not attached properly. The root cause of the reported issue was found to be unknown. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced.

Event description:
It was reported that the pump had an alarm. No patient injury was reported.